Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-04147 and 1627487-2016-04148. The patient is implanted with multiple leads and the manufacturer is unable to determine which lead was affected, hence all leads are reported. The patient is implanted with 2 model 3189 (lot#3158114) and 2 model 3166 (lot#2898526) occipital (off-label use) leads. The patient was no longer receiving effective stimulation as the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the occipital lead. The patient is now receiving effective stimulation and issue has been resolved.